Event description:
On (B)(6) 2023 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023 the patient experienced a worsening of stoma site inflammation with yellowish discharge. A culture revealed all values within normal range. However, the patient received unspecified intravenous antibiotics for five days. At time of report, the stoma remained inflamed. No further information was available.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.